Event description:
It was reported that the patient was transplanted. It was not provided if this was device or therapy related. The pump was explanted and it was unknown if it would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was originally reported that the patient underwent a heart transplant, and whether the outcome was device or therapy related was not provided. However, further information communicated by the account revealed that the transplant was routine, and the device operated as expected. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until 01dec2024 when the patient underwent a routine heart transplant. The device was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was not elevated on the transplant list secondary to a device or therapy related issue. This transplant was considered to be routine. The device operated as expected. The device would not be returned for evaluation.